Event description:
The customer reported that blue colored material from the device fell into the cavity of pt during the procedure. The material was removed and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.